Manufacturer narrative:
Batch review performed on 16 march 2023: lot 2216025: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional involved implants: batch review performed on 16 march 2023 on stem: amistem-p collared 01.18.432 amistem-p collared std stem size 2 (k173794) lot. 2204062. Lot 2204062: (B)(4) items manufactured and released on 27-july-2022. Expiration date: 2027-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 16 march 2023 on cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot. 2219239. Lot 2219239: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Batch review performed on 16 march 2023 on liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2236033. Lot 2236033: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 weeks form primary the surgeon performed a washout and removed all components and implanted permanent hardware. The surgery was completed successfully.